Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, the subject pacemaker (reply crt-p) was implanted as a device replacement (rhapsody dr 2530), with the same atrial (a) and right ventricular (rv) leads implanted before. Before the implantation procedure, the rhapsody was re-programmed in voo and 50 bpm and bipolar pacing. Then the left ventricular (lv) lead was implanted, while old pacemaker was already removed from the pocket and pacing without problems. Once the lv lead was implanted and the reply crt-p still inside the package, the programmed remained at ddd, 60-130 bpm, except the ¿automatic implant detection¿ that was changed into bipolar pacing in rv, in order to when the implantation of the device is confirmed, the polarity pacing configuration will change to bipolar in rv. Then the lv lead was connected to the reply crt-p, a change of the qrs was noticed and the pacing in lv was appreciated. The rv lead was then disconnected from the rhapsody and connected to the reply crt-p. At this moment pacing in lv and rv stopped when the rv was connected to the reply crt-p. As the patient is pacemaker-dependant it was necessary to disconnect the rv lead from the reply crt-p and connected it in an external defibrillator. Once the pacing was assured, the lv lead was disconnected from the reply crt-p, then the a lead was first connected to the reply crt-p, after the lv lead and finally, the rv lead was disconnected from the external defibrillator. After seeing that the reply crt-p was pacing with the lv lead, the rv lead was connected to the reply crt-p and working properly.

Event description:
On (B)(6) 2017, the subject pacemaker (reply crt-p) was implanted as a device replacement (rhapsody dr 2530), with the same atrial (a) and right ventricular (rv) leads implanted before. Before the implantation procedure, the rhapsody was re-programmed in voo and 50 bpm and bipolar pacing. Then the left ventricular (lv) lead was implanted, while old pacemaker was already removed from the pocket and pacing without problems. Once the lv lead was implanted and the reply crt-p still inside the package, the programmed remained at ddd, 60-130 bpm, except the ¿automatic implant detection¿ that was changed into bipolar pacing in rv, in order to when the implantation of the device is confirmed, the polarity pacing configuration will change to bipolar in rv. Then the lv lead was connected to the reply crt-p, a change of the qrs was noticed and the pacing in lv was appreciated. The rv lead was then disconnected from the rhapsody and connected to the reply crt-p. At this moment pacing in lv and rv stopped when the rv was connected to the reply crt-p. As the patient is pacemaker-dependant it was necessary to disconnect the rv lead from the reply crt-p and connected it in an external defibrillator. Once the pacing was assured, the lv lead was disconnected from the reply crt-p, then the a lead was first connected to the reply crt-p, after the lv lead and finally, the rv lead was disconnected from the external defibrillator. After seeing that the reply crt-p was pacing with the lv lead, the rv lead was connected to the reply crt-p and working properly.